Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had black water was continuously flowing out while the scope cavity of the gastroscope was being flushed. The issue occurred during inspection for use. There were no reports of patient harm.